Event description:
An olympus representative reported to olympus, on behalf of the customer, when using a sonicbeat 5 mm, 35 cm, front-actuated grip, the tissue pad melted, and a portion fell into the abdominal cavity (close to the right inguinal) and was retrieved. The therapeutic right inguinal hernia surgery was completed with a similar device. There was additional diagnostic imaging to confirm the device was retrieved. There was a procedural delay of 10-minutes and no reported patient harm associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the tissue pad was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the pads fell off due to the following mechanism: 1. The tissue pad was worn out and partially torn because the grip was closed and the ultrasound output was without anything being gripped between the grip and the tip of the probe (including after the tissue was cut). 2. Due to the load applied to the torn tissue pad, the tissue pad broke and part of it fell off. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.